Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer found that the keyboard was not functioning and replaced it to resolve the issue. Diagnostics were run, and the keyboard was tested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was rebooted; however, the keyboard remained nonfunctional, and the issue persisted after the reboot. However, there were no delays or adverse events or injuries reported based on this event.